Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
Customer reported that during a shift check the autopulse platform s/n (B)(4) displayed a user advisory 41 (patient temperature sensor failure). The customer was using a li-ion battery. The customer was unable to clear the user advisory 41. No patient involved. No further information provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed battery partition was missing, encoder cover was damaged, both patient restraint assemblies were cracked, and power led and motor cover were damaged. Additionally, bottom cover was missing screws and the continue button led did not light up. Note autopulse is a reusable device and was manufactured in 2006. Therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and are not related to the reported complaint of the platform powering down. A review of the platform archive log showed several user advisory (ua) 41 (patient temperature sensor failure) error messages on (B)(6) 2015. However, there was no user advisory observed on the reported date of (B)(6) 2015. During functional testing, the autopulse platform displayed ua 41 error message upon power up thus confirming the reported complaint. Further investigation indicated that the temperature sensor cable was defective. Additionally, the drive shaft was also observed to be sticky which is not related to the reported complaint. Based on the investigation, all parts identified during visual inspection and functional testing were replaced. In addition, the defective temperature sensor cable was replaced to remedy the ua 41. In summary, the customer's reported complaint of autopulse displaying ua 41 was confirmed during functional testing. Ua 41 error message was attributed to a defective temperature sensor cable. After replacing all parts identified during investigation, the platform passed all functional testing and performed as intended. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 41 is informing the operator that the temperature sensor is outside of specified range during power-on self test or during takeup.